Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 90cm slimtip implant lead kit, abt, model:mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7909292.

Event description:
It was reported that following a recent fall, the patient experienced ineffective therapy and x-rays indicated the lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the lead was explanted and replaced. It is unknown which lead is liable.